Event description:
It was reported that the article, ¿left ventricular assist device exchanges: a safe and effective strategy in the era of limited organ availability¿ reported a single-center retrospective study of patients who underwent heartmate ii, hvad, or heartmate iii left ventricular assist device (lvad) exchanges between january 2010 and june 2022. The study addressed the factors that impact survival post-lvad exchange, as an ongoing donor-organ shortage has limited transplantation making lvads an effective alternative therapy for patients with end-stage heart failure. Data was collected retrospectively and tracking of time-to-event follow-up showed a median follow-up of 20 months (iqr=3¿56 months). The survival rates, surgical approaches, device types, and postoperative complications were examined across the study figures. Of the 39 patients who met the criteria (48¿62 years of age with a median of 56 years), 28 patients underwent a single lvad pump exchange, and 11 patients had multiple exchanges constituting 50 patient events. Figure 1 and the tracked data showed the primary causes necessitating an lvad exchange included pump or graft thrombosis (38 cases, 76%), driveline complications (6 cases, 12%), and infection (6 cases, 12%). Throughout the follow-up, actuarial survival rates were 72.5±6.5% at 1 year and 39±8% at 5 years, with an overall survival probability of 50% at 4 years post pump exchange. Additionally, postoperative complications included reoperation for bleeding (16%), ischemic/hemorrhagic stroke (6%), major gastrointestinal bleeding (2%), and renal impairment requiring long-term hemodialysis (2%). Notably, right ventricular (rv) failure requiring rvad implantation occurred in 4% of cases, which represents progression to biventricular failure when the right side fails after left-sided support. Regarding surgical techniques, left subcostal only was used in 40% of cases, left subcostal with left anterior thoracotomy in 22%, redo-sternotomy in 18%, left subcostal with sternotomy in 10%, sternotomy with left anterior thoracotomy in 6%, and bilateral thoracotomy in 4%. Analysis of factors impacting survival post pump exchange showed a poor survival probability of only primary midline-sternotomy/redo (p=0.005). Multivariable analysis showed that bridging with ECMO was protective with a hazard ratio of 0.16 (p=0.03). The development of distinct outcome differences depending on the surgical approaches highlighted that while lvad exchange for device-related complications can be performed safely in high-risk patients as a viable alternative to heart transplantation, alternative surgical approaches and tailored management strategies are necessary.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the same as 30jun2022 since the study was conducted between january 2010 and june 2022. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Author information: nair, n., nguyen, k., du, d., mahesh, a., soleimani, b., & mahesh, b. (2025). Https://doi.org/10.1177/03913988251351116. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems and the reported events could not be conclusively determined through this evaluation. The serial numbers of the heartmate 3 left ventricular assist systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis, infection, right heart failure, bleeding, stroke, and renal failure. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism and infection as potential late postimplant complications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.